Manufacturer narrative:
Additional information that the patient was getting inadequate stimulation. It was also reported that the ipg was also painful to the patient. The patient underwent an explant of the ipg. No device malfunction suspected. The explanted device was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's ipg had not been working and was bothersome. The patient reportedly had a fall and was experiencing a burning pain in the right low back and right buttock area which went down to the right leg and ankle. The patient took steroids for her sciatic pain. The patient will undergo an explant procedure.

Event description:
A report was received that the patient's ipg had not been working and was bothersome. The patient reportedly had a fall and was experiencing a burning pain in the right low back and right buttock area which went down to the right leg and ankle. The patient took steroids for her sciatic pain. The patient will undergo an explant procedure.